Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. There was no report of confirmatory testing or patient impact. (B)(4). The following information was provided by the initial reporter: it was reported that the customer took the test twice today within an hour. The 1st test was positive, the 2nd test was negative. Told customer she should wait 24 hours between each test. Recommended customer either go get a pcr test or do another at-home test after 24 hours.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were corrected: d5. Operator of device: lay user/patient.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. There was no report of confirmatory testing or patient impact. (B)(4). The following information was provided by the initial reporter: it was reported that the customer took the test twice today within an hour. The 1st test was positive, the 2nd test was negative. Told customer she should wait 24 hours between each test. Recommended customer either go get a pcr test or do another at-home test after 24 hours.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. There was no report of confirmatory testing or patient impact. (B)(4), the following information was provided by the initial reporter: it was reported that the customer took the test twice today within an hour. The 1st test was positive, the 2nd test was negative. Told customer she should wait 24 hours between each test. Recommended customer either go get a pcr test or do another at-home test after 24 hours.

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2006644, ¿first test was positive, second test was negative. Tests were done consecutively¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. Per the product information leaflet, second test should be done 24 - 48 hours after the first test. The root cause was traced to user - failure to follow instructions. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.